Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that a customer received a no delivery alarm on their insulin pump. The pt's blood glucose level was unk. The customer stated that there were no significant events that could have led to the issue. The customer was unable to troubleshoot and did not want to return the used reservoir back for analysis. A new reservoir was sent to the customer. No further info was provided.